Event description:
The nellcor puritan-bennett customer support engineer (npb cse) went in to service the vent. At that time, the customer alleged that the audio alarm did not function. The npb cse inspected the device and could not duplicate the alleged event. The unit passed extended self-testing. No parts were replaced and no death or serious injury has been verified. It was not verified that the alarm did not sound, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.